Event description:
During preparation for the procedure, with the patient in the room, it was not possible to establish a connection with the amplifier. All connections were checked without success and the case was cancelled with no consequences to the patient.

Manufacturer narrative:
One claris¿ 56 channel amplifier was received for evaluation. The reported event was able to be duplicated by power sequencing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported communication issue and subsequent cancellation was attributed to the single board computer.